Event description:
The pt received two scs systems, one on (B)(6) 2007 and the second on (B)(6) 2008. It was reported that the pt turns up the stimulation all the way on the system for the right side but, cannot feel any stimulation. The pt planned to f/u with his physician regarding this issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.